Event description:
During a repair of an abdominal aortic aneurysm, it was noted that the graft had a hole at the bifurcation. The graft was left in but reinforced with suture at the site of the leak.